Event description:
It was reported that during a mediastinal tumor removal procedure, the staples malformed during the second firing. They were boxed shaped. It was not reported how the case was completed. There was no reported pt consequence.